Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer changed the syringe needle and reloaded the same cartridge. Customer's blood glucose level was 206 mg/dl. In addition, it was reported that the customer received a minimum notification and that the customer had been experiencing difficulty charging the pump with the wall adapter. The customer loaded the cartridge with about 150-200 units of insulin. Customer's blood glucose level was 135 mg/dl the customer reverted to manual injections for insulin therapy.